Manufacturer narrative:
Event date: it was reported that the event occurred on (B)(6) 2022. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported event was not reproduced. A review of the event history log revealed multiple "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Troubleshooting of the device revealed no hardware/software abnormalities that would induce the reported allegation. The force and ultrasonic sensors require calibration as part of preventative maintenance; no additional corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event occurred during an unspecified process step on the hospital floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.